Event description:
Pt underwent exploration of bilateral mammary prosthesis. Silicone gel found grossly in the tissue of prosthesis pocket. Pt had complaints of fatigue, arm pain, neck pain, leg pain and swelling, joint stiffness and breast and axillary tenderness. Implant date: 1978.